Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time he passed away. Caller stated that the customer death was due to low insulin reaction, coronary disease and pulmonary embolism. Caller stated that the customer was working at his computer and he called her. Caller stated that when she got there, white foam coming out of nose, mouth, and he did not have a pulse. Caller stated that she called the paramedics they performed CPR, but customer did not revived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.